Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 87-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was prematurely explanted due to access site bleed and hematoma. The perclose, manual pressure, and femostop failed. The impella was removed without issue and perclose was deployed. Manual pressure was held and femstop was placed. The patient was reported stable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major event has been completed. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to patient condition since patient had tortuosity, calcification, and obesity.